Event description:
It was reported an angio-seal device was deployed in 2003. Approximately four days later, the patient presented to the physician's office with claudication symptoms. They complained of leg pain and was unable to walk more than two blocks. They did not experience rest pain. An ultrasound revealed a blockage in the superficial femoral artery. The patient underwent surgery, where the angio-seal device was removed from near the bifurcation of the superficial femoral and profunda femoris artery. The physician stated that patient was not a good candidate for the angio-seal device.